Event description:
User reported that when they plugged the fdr go mobile x-ray system in there was a large spark and the plug separated from the power cord. No one was hurt by the plug sparking. The user also reported that the plug was hot when they unplugged at the start of the day (units are typically plugged in to charge overnight. The system was on when he plugged in the system.